Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted the mesh pulled away and balled up to one side of the hernia. It was reported that the patient experienced severe pain, nausea, diarrhea, vomiting and inflammation. Other procedure is captured in a separate file. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/18/2020. Additional information: a2, d3, g1, g2, h4. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.